Event description:
It was reported that this right atrial (ra) lead displayed high and out of range pace impedance measurements historically with no capture. A revision took place and it was noted that the ra lead was fractured. No additional adverse patient effects were reported. Should the lead be returned this investigation will be updated.